Event description:
It was reported when the tube is sealed, the outer connector of the catheter falls off the external connector of the peripherally cannulated central venous catheter falls off when the tube is sealed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refq2978 showed one other similar product complaint(s) from this lot number.